Event description:
Physicians have reported on multiple occasions that an arterial needle is cracking during normal use, when no excessive force is applied. Staff have been instructed to save samples in the future as no samples have been retained. In this reported case, and in all cases, no harm came to the patients. The needle was replaced and the procedure continued as planned.